Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The olympus service center confirmed the rubber valve was broken. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported during a transbronchial lung biopsy, the rubber inside the olympus device slit broke off and fell into the patient's bronchus. The physician was able to recover the debris with forceps. No patient harm reported. It is unknown if there was a procedural delay due to the malfunction. The patient reported 'a feeling of strangeness in lungs.'

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's investigation. New information added to the following fields: h6, h10. The device history records (DHR) for this device could not be reviewed since the serial number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to: angled insertion of the forceps or insertion without closing the distal end. The event could have been prevented by following the instructions for use. These handlings are inappropriate and should be avoided. -angled insertion and withdrawal of the instrument -insertion and withdrawal of the instrument without closing the distal end.